Event description:
Completed covid 19 test on bd veritor analyzer which resulted in positive test. Completed pcr test and resulted negative. Bd veritor did show false positive. FDA safety report ID # (B)(4).